Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as very irritated with a small wound under breast, no discharge from the wound. There was no alleged device malfunction contributing to the irritation. The patient¿s pharmacist prescribed a chaffing creme for the skin irritation. There is no indication that the patient received medical intervention. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as very irritated with a small wound under breast, no discharge from the wound. There was no alleged device malfunction contributing to the irritation. The patient¿s pharmacist prescribed a chaffing creme for the skin irritation. There is no indication that the patient received medical intervention. Follow up indicated that the skin irritation improved. A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as very irritated with a small wound under breast, no discharge from the wound. There was no alleged device malfunction contributing to the irritation. The patient¿s pharmacist prescribed a chaffing creme for the skin irritation. Follow up indicated that the skin irritation improved.